Event description:
A surgeon reported that a memory lens iol implanted in a pt's right eye in 2000 has since opacified. Visual acuity is reported as 20/80 od as of nov 2003. Prognosis is listed as guarded pending lens replacement & that pt has had a posterior capsulotomy performed. Pre-existing history of retinitis pigmentosa. No further info is available.